Manufacturer narrative:
The sample was not returned for evaluation. A review of the device history revealed no production related anomalies. A retention sample from the same product code/lot number combination was obtained. Visual inspection was performed on the retention sample, during which no anomalies were noted. Ops valves are subject to a 100% leak test, which includes five different tests the units are run through to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. The retention sample was manually run through each of these tests to determine if the umbrellas were functioning properly. All tests passed; therefore this complaint is not confirmed. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the valve in the vent line leaked. Two cc of blood loss. Product was not changed out. Procedure was completed successfully.